Manufacturer narrative:
After having the nalu system implanted, the patient experienced multiple strokes and falls. It is likely that the patient's falls directly caused or contributed to a fracture of the lead itself or the connection between the lead and ipg. The location of the component fracture was unable to be visualized at the time of explant and the device was not retained for further examination by the firm.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. In (B)(6) 2025 the patient underwent a pre-MRI impedance check and the nalu system returned an open circuit error on all contacts of one lead. The nalu system was fully explanted on (B)(6) 2025 to allow the patient to move forward with the planned MRI.